Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to corroded motor home switch. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, protruded and loose drive support disk.(B)(4).

Event description:
The customer reported via phone call that they received motor error alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that they have done troubleshooting but the motor error alarm recurred. The insulin pump will be returned for analysis.